Event description:
On (B)(6) 2024 the patient was implanted with a nalu peripheral nerve stimulator system after having participated in a successful trial phase with nalu. After using the nalu system for nearly a full year, the patient reported issues with communication and was seen in the medical office for a follow-up. The placement of the implantable pulse generator (ipg) was noted to be near the area on the lower back where the patient wears their pants, thus causing some challenges with placement of the external components and likely being the cause of the communication issues noted. On (B)(6) 2025 a surgical procedure was performed to reposition the ipg to a more usable location on the lower back.

Manufacturer narrative:
There are no indications of any system or component failure or malfunction leading up to the surgical procedure. The patient participated in a trial with nalu prior to implanting the permanent system. During the trial the patient would have participated in identifying a comfortable position for the external components. It is likely that the ipg was placed just slightly off from the patient's chosen location, causing interference with the patient's clothing. No components were removed or replaced during the surgical procedure and all original implanted components remain implanted and in use after repositioning.